Event description:
It was reported that during use with an unspecified bd edta blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from chinese to english: when using the edta tube, it found that the tube has low draw issue.

Manufacturer narrative:
H.6. Investigation: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that during use with an unspecified bd edta blood collection tubes there was a low draw. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the edta tube, it found that the tube has low draw issue.